Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose values. Customer's blood glucose values were over 200mg/dl, and as low as 44mg/dl, 50mg/dl and 45mg/dl. Customer treated with carbs. Customer had lows in the afternoon for a while. Customer's blood glucose value had not been lower than 40mg/dl, but he has had low blood glucose levels between 40mg/dl and 50mg/dl. Customer has also had blood glucose values of 400mg/dl to 500mg/dl. Customer declined to troubleshoot for high or low blood glucose values.